Event description:
While performing a lumbar 4/5 laminectomy disectomy, the anspach black max nitrogen hose was in place for drilling purposes. Drilling had occurred for about 5 minutes when the sheath that surrounded the hose ruptured with a loud noise. The hose was removed from the field and the incision site was examined for any possible injury or debris. The hose itself was examined to ensure there were no missing pieces. A new hose was introduced to the field, surgery was continued and no harm to the patient. The vendor will follow up to ensure that there is no contamination for the nitrogen air exhaust that may go into the patient.